Event description:
Set up t-pump heating pad machine - when machine was plugged in and turned on, water squirted out of an electrical plug on the side of the machine. The machine was turned off and removed from the room.